Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade which required pericardiocentesis. During mapping, the patient was moving around a lot. After ablation was started with the thermocool smarttouch sf catheter, a scan with the ultrasound was done and discovered an effusion. An interventionalist was called; the effusion was confirmed by transthoracic ultrasound and intracardiac echocardiogram (ice). The procedure was stopped and aborted, the catheters were pulled back except ice. The medical intervention performed was a pericardiocentesis draining 560 ml fluid. The patient was stable with monitoring in the intensive care unit (ICU). Patient was monitored in ICU after procedure because a pericardiocentesis drain was left in. Drain removed (B)(6) 2026 and the patient was downgraded to a regular cardiac floor bed. As of (B)(6) 2026, patient was not yet discharged. The physician¿s opinion on the cause of the event is that it was caused before ablation while mapping due to patient moving around on table. High force numbers were noted prior to ablation and the physician was aware. There were 12 radiofrequency applications for a total of 5 min 36 sec; 35 watts; 60 seconds at the right ventricular outflow tract.

Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).